Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that their sensor failed, and upon removal the sensor wire was missing, and blood was observed on the sensor pod. A follow-up was done on (B)(6) 2026, in which patient confirmed that she visited the clinic and had an x-ray in which the radiologist confirmed that there was no wire fragment in the skin. The patient was prescribed an unspecified oral antibiotics (unknown dosage) 3 times a day for 5 days. The patient said that the insertion site was tender but was not feeling any pain or seeing any signs of infection. There was no documentation about any removal of the wire. There was no prescription for any type of oral prescription medication reported, and no intravenous treatment was documented. The patient did not undergo a surgical intervention due to the stuck wire. At the time of the report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.